Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the noisy image after repeatedly cycling power, long continuous operation, and inserting and removing scopes. A review of the device history record found no deviations that could have caused or contributed to the report of a noisy image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified since the allegation was not confirmed during testing. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the image was noisy (like a sandstorm) when the subject device was powered on. After leaving the device running for some time, cycling power, and reconnecting the connectors, the device was restarted with no abnormality. No error was displayed and the device could be used without any abnormality. There was no harm or user injury reported due to the event.